Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. Customer had elevated blood glucose (bg) levels (397 mg/dl). Reportedly, "it is typical" for the customer's bg level to be elevated in the morning time. Customer administered an injection to address elevated bg levels. The customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the alleged high bg could not be verified due to the verified malfunction that occurred.